Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The blood glucose reading was 300 mg/dl. The customer's mother stated that the customer tried to treat with the insulin pump. No significant events leading to the alarm were observed. The caller advised that the customer had high blood glucose due to having had a drink with sugar just before. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, and cracked case near the display window corners. No button error alarms were noted. The pump had no button response due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion or excessive no delivery alarm tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.